Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose (B)(6) ago. The blood glucose reading was 22mg/dl. Troubleshooting was performed. The customer stated that his doctor went through all his programming and verified everything was correct. Ran displacement test and the device passed the test. No further information was provided.